Manufacturer narrative:
(B)(4). Date sent: 04/16/2020. D4: batch # p58h56 (cdh25a). Device analysis: the analysis results found that a cdh25a device was returned without apparent damage. In addition, the tyvek was returned along with the instrument. Upon visual inspection, it was noted that the lot and batch belong to ple45a code. Event could not be confirmed as no sales box was returned for analysis. A cdh25a was received instead of a cdh29a. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, customer does not find the right device in the right packaging. During a procedure, the customer found inside a cdh29a (lot t41482) the device cdh25a (lot p4t71r). There were no patient consequences.